Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power after the pump had been exposed to water in a swimming pool. The patient replaced the battery but noted it powered on the pump for only fifteen minutes. No troubleshooting was performed at the time of the call; the issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated rebooting had occurred. Visual inspection revealed a battery compartment crack and stripped battery cap threads. The battery cap returned with the pump would not secure appropriately to the pump, resulting in power loss. A test battery cap was able to secure appropriately to the pump. The pump was exercised for 24 hours with no further power loss occurring. There was evidence of corrosion observed inside the battery compartment, and leak testing revealed a battery compartment leak. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.